Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: please see the attached file for information ascertained from the medical records received on (B)(6) 2019. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial with holes use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. It was reported the patient alleges the following injuries: ¿infection, dense adhesions, recurrence¿. It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages. Additional event specific information and medical records have been requested.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code d15: ¿cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 5190464. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Corrected brand name. Added lot #, catalog #, expiration date, di #. Added explant date. Added device manufacture date. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2002: (B)(6) hospital. (B)(6). Operative report. Pre/postop dx: incisional ventral hernia. Asst: (B)(6). Operation: repair of incisional ventral hernia. Indications: previously undergone a cholecystectomy through a subcostal incision. Postoperatively developed a wound infection. The wound had to be opened and left to heal by secondary intention. She subsequently developed a very large incisional ventral hernia in the right subcostal incision that was very symptomatic and getting larger in size. She desired repair for relief of symptoms as well as avoid the complications of incarceration and strangulation. Physical exam: examination revealed a very large but reducible incisional ventral hernia with a fascial defect that appeared to be about 4 to 5 inches by palpation on physical exam. Findings: ¿there was a very large hernia sac containing a lot of small and large bowel drooping toward the right flank through a hernia defect that was, again, about 4 to 5 inches in diameter. The hernia defect extended right up to the costal margin.¿ procedure: ¿on (B)(6) 2002, the patient was taken to the operating room and placed on the operating table in the supine position. After the induction of general endotracheal anesthesia, the abdomen was prepped and draped in the usual sterile manner. Using the old incision, the right subcostal incision was reopened and almost immediately, with very little subcutaneous tissue, the hernia sac was encountered. There was no fascia whatsoever. The hernia sac was dissected from the subcutaneous tissue after reducing the contents and the edges of the defect were then better delineated. A 6 x 8 piece of composix mesh was placed underneath the defect, smooth side down, of course, in the peritoneal cavity and sutured to the margins of the defect using horizontal mattress sutures of #2 ethibond. In the area of the costal margin, sutures were placed in such a way as to catch the fascia anterior to the rib and then come inferior to the rib to catch the mesh. This enabled the mesh to be attached to stout tissue at this level without having to actually go into or around the rib. The sutures were all tied and the mesh was noted to be flat and in good position. The wound was now inspected for hemostasis. The sac was repaired by suturing it over the mesh with 2-0 vicryl to put an additional layer of tissue between the mesh and the skin. Now a jackson-pratt type drain was placed in the subcutaneous tissue and brought out through a stab wound in the right flank to drain the subcutaneous space. The subcutaneous tissue was then approximated with 3-0 vicryl and then the skin was closed with staples. A sterile dry dressing was applied. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition after extubation.¿ on (B)(6) 2002: (B)(6) hospital. (B)(6). Intra-op/post-op record. Wound classification: 1. Asa 2. Specimen: hernia sac. Implant: bard composix mesh. On (B)(6) 2002: [missing records: a pathology report detailing analysis of the hernia sac removed during the (B)(6) 2002 procedure was not provided.] On (B)(6) 2002: (B)(6) hospital. (B)(6). Operative note. Pre/postop dx: mechanical small bowel obstruction. Operation: exploratory laparotomy. Lysis of adhesions. Complications: none. Indications: the patient is a 61-year-old white female with a past medical history significant for diabetes mellitus, hypertension, hypothyroidism and a recent ventral incisional hernia repair over a cholecystectomy site. The patient had undergone an open cholecystectomy in the past, and she developed a hernia over her right subcostal incision which was repaired by mesh. She was admitted to the hospital at this time for a non-resolving small bowel obstruction with conservative measures. The patient was taken to the operating room for an exploratory laparotomy. Procedure: ¿the patient was taken to the operating room. After the successful of [sic] induction of general anesthesia and intubation, a foley catheter and sequential compression devices were placed. The anterior abdominal wall was prepped and draped in the usual fashion. A midline incision was made. The peritoneum was opened under direct visualization without any problems. It appeared that underneath the mesh, which was lying under the right subcostal incision, there were extreme adhesions of small bowel, which had largely dilated loops. After an extensive dissection with fine and blunt dissection, the small bowel was dissected off the mesh with some small serosal tears, but nothing transmural and no major tears. After a long dissection, we could separate the small bowel loops from the mesh. At this point, we also saw a small band of adhesion with the mesentery in it, somewhat twisting the small bowel upon itself and causing some internal herniation and kinking of the small bowel. This apparently was the transition zone, and it was taken down successfully. Then, the small bowel was visualized from the ligament of treitz to the ileocecal valve. There were no significant tears. One or two tears were repaired with 000 silk with interrupted lembert sutures. The abdominal cavity was irrigated and suctioned. The mesh was not completely free from the small bowel, and one edge of the mesh which was superfluous was excised. The abdomen was irrigated again. The fascia was closed using simple interrupted #1 vicryl sutures. The subcutaneous tissue was irrigated. The skin was closed with staples. A sterile dressing was applied. The patient was taken to the recovery room in stable condition. At the end of the case, the instrument and needle counts were correct.¿ on (B)(6) 2003: (B)(6) hospital. (B)(6), md. Operative note. Pre/postop dx: incisional ventral hernia. Operation: repair of incisional ventral hernia. Indications: one year or so ago underwent exploratory laparotomy and lysis of adhesions through a midline incision for a small bowel obstruction. Subsequently the patient developed an incisional ventral hernia, a large one, just above the umbilicus and underneath the midline incision and a small one below the umbilicus. She decided repair for relief of her symptoms as well as to avoid the complications of incarceration and strangulation. Findings: ¿a 2 or 3¿ fascial defect above the umbilicus, about ½ to 1¿ fascial defect below the umbilicus. There were some filmy adhesions and small bowel in the hernia sac. Procedure: on the (B)(6) of (B)(6), 2003, the patient was taken to the operating room and placed on the operating table in the supine position. After the induction of general endotracheal anesthesia, the abdomen was prepped and draped in the usual sterile manner. A midline incision was used to re-enter the abdominal cavity, carried down through subcutaneous tissue, until the fascia was encountered. The hernia sac was dissected from the fascia and opened, and then filmy adhesions of small bowel were taken down. The midline was opened in the fascial level down to the level of the small infraumbilical hernia. Fascial edges were cleaned and after all adhesions were taken down to provide a generous space beneath the parietal peritoneum, a 4x6 marlex composix mesh was placed, smooth side down of course, underneath the fascia and sutured to the fascia with interrupted #1 prolene horizontal mattress sutures. When this was accomplished, it was a tension-free repair. The fascia and subcutaneous tissue was loosely closed over the mesh to provide an additional layer of tissue between the mesh and the skin. The subcutaneous tissue was approximated with 000 chromic and the skin was closed with staples. A sterile, dry dressing was applied. The patient tolerated the procedure well, was taken to the recovery room in satisfactory condition after extubation.¿ on (B)(6) 2003: (B)(6) hospital. (B)(6), rn. Intra-op/post-op record. Wound classification: 1. Asa 2. Implants/prosthesis: bard composix mesh. Records between (B)(6) 2003 and (B)(6) 2008 were not provided. On (B)(6) 2008: (B)(6) hospital. (B)(6), md. Operative report. Pre/post-op dx: incisional hernia. Procedure: exploratory laparoscopy, open incisional hernia repair with dual mesh. Complications: none. Indications: had a subcostal gallbladder done in the past and had a hernia in this area fixed. She also had a bowel obstruction and exploratory laparotomy for that and then developed another hernia that was fixed. She has recurrent herniated, this is causing her pain and there is a bulge in the lower part of her abdomen. For this reason were [sic] going to fix this. Procedure: ¿she was given preoperative antibiotics in the holding area. She was then intubated and given general anesthesia. Og is passed. Foley catheter inserted. Pneumatic compression stockings applied. She is prepped with duraprep and sterilely draped. Veress needle was used for insufflation of left upper quadrant and after this was done to a pressure limit at 50 mmhg, a 5 port was placed via a visual approach using the optiview. We then placed a 10 blunt port off midline as well. The patient had a lot of adhesions but the problem was there was a big hernia defect inferiorly, there was also another hernia defect superiorly quite a way away from the lower one, and I decided she needed this completely repaired from top to bottom and we decided to open. Therefore the knife was used to make an incision into the previous midline. We dissected through the subcutaneous tissues. We got into the hernia sac below, put kochers on the tissue and opened up the incision gradually taking down small bowel and colon sharply, these adhesions were not too bad. There was a abdominal wall defect very lateral up towards the top, the mesh was mostly intact at the top and there was a big hernia on the bottom. We got back to good fascial edges circumferentially and trimmed some of the old mesh. We then took a piece of dual mesh, cut it to size and did a repair using interrupted #1 prolene mattress sutures encompassing very good bites to the fascia and with a mesh, it was really incorporated into the fascia. We got mesh and fascia as well. This really looked nice when we were done. We were able to close a little bit of mesh over the old mesh and get subcutaneous tissue over this as well. We irrigated copiously with bacitracin. After this was done, we placed a drain and sewed it in with 2-0 nylon, #19 blake drain was used. We then closed the skin using staples. Sterile dressings were applied. She tolerated the procedure well.¿ on (B)(6) 2008: (B)(6) hospital. (B)(6), rn. Implant record. Body site: abdomen. Mesh dual plus 18 x 24cm. Manufacturer: gore, william l. & associates. Catalog # 1dlmcph06. Lot # 5190464. Item # mgo55088. Exp date: 06/30/2010. The records confirm a gore® dualmesh® plus biomaterial with holes (1dlmcph06/05190464) was implanted during the procedure. Records between (B)(6) 2008 and (B)(6) 2011 were not provided. On (B)(6) 2011: (B)(6) hospital. (B)(6), md. Operative report. Pre/postop dx: mesh infection and incisional hernia. Procedures: exploratory laparotomy, lysis of adhesions, removal of infected mesh, and repair of hernia with vicryl mesh. Indications: this is a 71-year-old woman who we fixed the incisional hernia on about 3 years ago. At that time, she had a lower defect and an upper defect. She has had a subcostal incision in the past as well as a midline incision. About a year ago, a couple of years after the operation, she noticed a bulge in left upper quadrant and then, in the last 6 months, has noticed draining of ____ [sic] material from her periumbilical area. Exam, clinical picture and CT scan all suggest mesh infection. Findings: ¿in the central portion of the wound, there was indeed mesh infection with a large cavity of pus in it. All mesh placed in total went all the way up to her ribcage. This was from another hernia repair before mine. The fascia was very weak, particularly on the right lateral side.¿ procedure: ¿she was given preoperative heparin and antibiotic. She was intubated with general anesthesia. Og was passed. Pneumatic compression stockings applied. Foley catheter inserted. She was prepped with chlorhexidine and sterilely draped. An elliptical incision was made with the epicenter at the umbilicus and we incised the skin with bovie ____ [sic] and raised skin flaps laterally in both directions, getting down to fascia. We entered the peritoneal cavity lateral to the mesh, came through some muscle and opened this up on the right side using the bovie. There was a lot of bowel, colon and serosa all stuck to the area of mesh infection centrally. This was taken down mostly sharply with some blunt dissection. No enterotomies were made. No serosal tears were made. We came around the mesh on both sides, removed it. The central mesh, again, was very infected and had a cavity with fluid in it. We excised all the mesh and got back to clean fascial tissues. Again, they were very weak, particularly on the right side. Because of all the infection and the 6-month history of this, we elected to place a vicryl mesh in. I did not want to place a prosthetic mesh in and we and we elected not to use statice because of its propensity to stretch over time and I did not feel that it would be a successful repair with the very attenuated fascia which was really more muscle than fascia even out laterally. So we took a big piece of vicryl mesh, sewed it in with running #1 vicryl suture material. This was done with no tension and covered the defect quite nicely. We irrigated copiously the wound. We closed the subcutaneous tissues after placing a 10 jackson-pratt drain between the mesh and the subcutaneous. We closed the subcutaneous tissues to eliminate dead space. We sewed the drain with 2-0 nylon and closed the skin with staples. Sterile dressing was applied. She tolerated procedure well.¿ on (B)(6) 2011: [missing records: records for the CT scan showing the ¿mesh infection¿ were not provided.] On (B)(6) 2011: (B)(6) hospital. Specimen. Time sent: 14:08. Type: anatomical. Source: abdominal wall with infected mesh. Indication: infected/recurrent ventral hernia. On (B)(6) 2011: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2011 procedure was not provided.] There is no information detailing the etiology of the infection. On (B)(6) 2012: (B)(6) hospital. (B)(6) , md; (B)(6), md. Operative report. Procedure: ventral hernia repair and panniculectomy. Pre/postop dx: recurrent ventral hernia after removal of infected prosthetic mesh and repair with vicryl mesh. Findings: ¿very large ventral hernia with almost complete loss of domain, fascial edges at the lateral abdominal wall.¿ implant: 20 x 20 cm piece of statice mesh. Drains: 2 jp drains at the lateral edges of the fascia. Indication: as noted above ms. (B)(6) is a 71-year-old female status post an exploratory laparotomy and lysis of adhesions with removal of infected hernia mesh and placement of vicryl mesh in (B)(6) of 2011. Her abdominal incision has now healed and she desires elective definitive repair of the hernia. Procedure: ¿the patient was taken to the operating room, placed supine on the operating table. General endotracheal was induced and maintained through [sic] throughout the case. The patient received 900 mg of clindamycin prior to skin incision. The abdomen was prepped with chloraprep and draped in the usual sterile fashion. A time-out was performed identifying the patient and procedure. All were in agreement. An incision was made with a knife through a midline abdominal scar and deepened with electrocautery. The abdomen was carefully entered. No injury to the bowel was seen. We dissected back to viable fascia on either side and lysed adhesions in doing so. The patient had quite a bit of lax, loose anterior abdominal wall skin which we excised and sent as a specimen. We cleaned off the fascia both above and below laterally in the cephalad direction and caudally. We selected a 20 x 20 cm piece of statice mesh and the bowel was protected with a towel. We used #1 prolene suture to suture the mesh, first tacking it at the cephalad aspect and then after putting a few tacking sutures running it in a horizontal mattress form to the left lateral aspect. We again tacked it at the caudal aspect and again ran the sutures in vertical mattress form taking care not to injure the bowel. We completed our repair. We were very satisfied. The green towel was removed prior to placement of the last few stitches. We then apposed the subcutaneous tissues with 0 vicryl suture after placing 2 jp drains along the top of the fascia at the lateral edges of the abdomen. These exited the subcutaneous space at the lower quadrants. Hemostasis was checked and found to be adequate prior to closure. Skin was closed with staples and a dressing of xeroform, dry gauze, and hypafix was placed. The patient was awakened from anesthesia, extubated, and transported to the recovery room in stable condition, having tolerated the procedure well. Pleas note that a sponge, needle and instrument count was reported as correct at the end of the case and dr. (B)(6) was present and supervised all important parts of the procedure. I was present for the entire procedure and I agree with the resident¿s note.¿ on (B)(6) 2012: (B)(6) hospital. Implants. Body site: abdomen. Device description: tissue statice 20x20cm. Manufacturer: life cell corporation. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial with holes instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated method/results code 1 for manufacturing evaluation. Added method/results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
Added results code 2 for sterilization evaluation. Conclusions code remains unchanged.